Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right ventricular (rv) lead. All episodes of noise correspond to when the patient is sleeping. The patient reported using a continuous positive airway pressure (CPAP) machine. Attempts to reproduce noise with isometrics were unsuccessful. The patient denies any dizziness or syncope. It was confirmed that the patient is not pacemaker dependent. Associated with these clinical observations was evidence of increased rv lead impedances. The physician suspects either an rv lead issue and/or a connection issue. The device was reprogrammed and remains in service. The patient will be monitored.